Event description:
Account reports episode of 4-5 incident over the last few months with pinhole noted at the base of the three way stopcock. Also noted white cap can not be removed from the set without brute force. No patient injury noted. Additional information from the account reveals that these are being used in CT with a power injector. No sample is available with the leak.